Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism was blocked on the compact air drive device. It was further determined that the device failed the following assessments at pretest: check status of development, general condition, check air hose coupling, check function of soft mode switch, check triggers for fwd / rev mode, check the power with test bench, and check starting behavior. It was noted in the service order that the reverse locking mechanism on the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.